Event description:
It was reported that following pump replacement for a pump with a larger capacity, the pt experienced "heavy bleeding and torn stiches" the day after implant. A week later, the incision "split open" and it was resutured. The wound reopened and the hcp suggested that the pt be seen by a plastic surgeon. The incision was closed again and subsequently healed. A pustule formed near the incision and was determined to be a bacterial infection. The incision was lanced and drained requiring a drain. A second pustule formed on the surgical scar and there is "a new site with infection/blood/fluid that has opened up". The area opened up to a "nickel-sized hole". The pt was scheduled to see the plastic surgeon for resuturing. The pt was also referred to infectious disease for assessement for infection risk.